Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated for about 25 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test. The catheters were irrigated with purified water, no occlusions were found. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3148 with lot ctbbyp, conformed to the specifications when released to stock in 16th february 2015. The root cause of the problem is due to biological debris found on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016 per affiliate: translation: the valve has not promoted, this means that no csf fluid go through.